Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the charger was resetting. There was liquid contamination damaging the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned charger/modem (B)(4) to report that the charger was resetting.